Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose (bg) was 366 mg/dl with a trace of ketones. Cartridge and infusion set were changed. Customer went to the emergency room on (B)(6) 2018 for elevated bg and diabetic ketoacidosis. Intravenous insulin/fluids were administered. Bg lowered to 266. Reportedly, customer was admitted to the hospital to a "step down unit" to observe bg. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.